Event description:
It reported that catheter stuck in lesion occurred. An opticross hd imaging catheter was introduced for lesion visualization. However, the image was not clear to see in the polaris console and the device got trapped in the lesion. The device was pulled to remove from the patient and the procedure completed with another device. The physician's opinion as to the cause of the catheter stuck in the lesion was that the he coronary contracted. There was no patient complications reported.

Manufacturer narrative:
Date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It reported that catheter stuck in lesion occurred. An opticross hd imaging catheter was introduced for lesion visualization. However, the image was not clear to see in the polaris console and the device got trapped in the lesion. The device was pulled to remove from the patient and the procedure completed with another device. The physician's opinion as to the cause of the catheter stuck in the lesion was that the coronary contracted. There was no patient complications reported.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. The device was returned for analysis. No issues were found during visual inspection and the device appeared to be in good condition. Functional inspection on the device showed a wave form with presence of transmission line but very weak transduce. During image characterization testing, a good image appeared in the ilab system. Microscopic inspection revealed no damage on the distal tip or guidewire exit port assembly. Degradation of the transducer housing consistent with saline damage was noted which occurs post-use of the device and is not related to the original device failure.